Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump kept alarming no delivery; the customer had called medtronic several times for the same issue. The patient's blood glucose at the time of incident was 150 mg/dl. During troubleshooting the caller stated that they had gone through an entire box of infusion sets in an attempt to rectify the issue. The caller stated that the customer rotated their site rotations regularly. The infusion set tubing was not bent or kinked. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow block/no delivery alarms noted during testing. An unexpected pump error alarmed during rewind due to moisture damage on motor assembly. Unit received with scratched casing, minor scratches on lcd window pillowing keypad overlay and corrosion on force sensor assembly.